Manufacturer narrative:
N/a

Event description:
The following has been reported: staff reported that the start button wasn't working. Inspected and confirmed start button was not working and that it was the only button not working. Disassembled, removed connection from keypad to board and reconnected, issue persisted. Replaced outer case of pump and reassembled. Performed time and lcd calibration, then performed keypad, backlight and lcd tests, all passed. Printed off label with control number as old tag would not stick back on. Returned to service. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The device was not returned to brézins as repairs were carried out locally. According to provided information, the upper case has been changed that solved the issue. The upper case was sent to brezins for further investigation. Once in brezins, nothing was noticed during external visual check. Following visual inspection, cross-tests were performed. The reported event wasn't reproduced. The keypad was functional. Therefore, the root cause of the reported event could be linked to another part that can only be tested with its associated device. This complaint is considered as not confirmed, and the root cause remains unknown. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not confirmed. The trend is: normal.